Manufacturer narrative:
H3: no device malfunction was reported with the phenom-27 catheters. In addition, the model and lot numbers were not reported for; therefore, compatibility could not be assessed. The pipeline pushwire was found to be extending ~47.9cm from phenom-27 hub and ~2.3cm from distal tip. The pipeline was then removed from the catheter. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be intact with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. No damages were found with the tip coil. Proximal braid end was found to be collapsed and frayed. Distal braid end was found to be opened and frayed. No other anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both distal braid ends on both braids were found to be opened. It is likely the failure to open is the result of vessel tortuosity. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. However, the root cause could not be determined. Possible causes for ¿pipeline damaged during delivery/retrieval¿ include high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/re-sheathing braid against resistance and use of incompatible device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information was previously reported under MDR 2029214-2021-01141 on 2021-09-09. This is the MDR for the second pipeline referenced in the original MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines would not open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery with a max diameter of 7mm. The landing zone was 4.5mm on the distal side and 4mm on the proximal side. It was noted the patient's vessel tortuosity was severe. It was reported that the first device would not open distally regardless of several attempts and one recapture to adjust the ptfe sleeves. New device (same size and lot#) was opened as well as new phenom 27. Second attempt resulted in the same outcome. The device would not flower or open. Distal edge of the braid appeared frayed upon observation after removal of second device. The doctor indicated that potentially the extremely tortuous anatomy contributed to the failure of the device to open. They are considering bringing the patient back for a fred flow diversion attempt as that device may open easier in such anatomy. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed "less than or equal to 2 times." There were no additional steps or other devices required to open the pipeline. There any patient symptoms or complications associated with this event.